Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in a severely tortuous and severely calcified vessel. A 3.50 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. A guidezilla was used; however, "eversion" of the stent strut going into the guidezilla was noted. The procedure was completed with another synergy stent. There were no patient complications and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05300. It was further reported that a 4.00 x 20 synergy drug-eluting stent was also damaged when used with the same guidezilla.